Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon initiation of the dialysis session, the dialysis nurse flushed the line and found it to be cracked. They notified the micu provider and nephrology provider. The dialysis was continued with the cracked lumen acting as the venous access to avoid air embolism. Ir (interventional radiology) was notified and planned to replace the line. It was also stated that the defect was at the end of the catheter. During its first use, no one would have had a reason to interact with the line between its placement by ir and its first use. They flushed the line prior to use, noticed the leak immediately, and contacted the covering provider for nephrology. There was nothing unusual observed on the device prior to use and there were no other visible defects/damages found on the product. There were no other products being utilized with the device. There was a leak. There was an unknown amount of blood loss. There was no reported patient outcome.